Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass.  A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation.  These surgical procedures are associated with numerous risks. Bleeding is a known potential adverse event(s) associated with the implantation of all vads as outlined in the instructions for use.  With review of the available information there  is no indication of any device malfunction or performance issues impacting the event.  Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidies(comorbidities) are known possible contributors to this type of event.   The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that patient was presented to the emergency department with epistaxis from both nares that began that evening. On presentation he was on asa 325mg and warfarin 6-7mg daily. Phenylephrine was sprayed in both nares and a 5.5cm rhino rockets was placed and inflated in each nare. Left nare was hemostatic but right continued to bleed. Rhino rocket was removed from right nare and miracell was placed. It too became saturated and was replaced with a second miracell resulting in hemostasis. He remained in the ed overnight and ent was consulted (B)(6). They recommended keeping packing in for 5 days, using oral cephalexin for infection prophylaxis while packing was in place. Patient discharged home from ed (B)(6). On (B)(6) when packing was removed in ent clinic he had recurrent epistaxis. Nares were repacked and he was admitted (B)(6) with plan for endovascular embolization. Warfarin was discontinued (B)(6) but he continued on asa 325mg throughout event. On (B)(6) he underwent diagnostic cerebral angiogram, embolization of bilateral sphenopalatine arteries, and embolization of left buccal branch of facial artery. There initially was no bleeding post-procedure but on (B)(6) he had recurrent epistaxis and nares were packed with resorbable packing. He was kept for observation and discharged home (B)(6). At discharge (B)(6) he was instructed to resume daily warfarin. On (B)(6) he was seen in ent clinic and exam was unremarkable. He did not have further epistaxis. The patient was not transfused.